Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts. (B)(6).

Event description:
On (B)(6) 2011, an animas representative contacted the patient. The patient alleged that keypad button presses did not activate desired pump functions. That same day, the animas representative contacted animas customer support and reported the alleged keypad issue. The reporter claimed that the keypad was intact. She denied that the device was exposed to water. The patient claimed that her blood glucose (bg) levels had been extremely high but no specific bg values were reported. Also, the patient did not report any symptoms. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values or symptoms that meet animas' criteria for a serious injury.